Event description:
Per the clinic, the patient experienced pneumococcal meningitis and a performance decrement with device use. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2012.

Manufacturer narrative:
The cochlear implant was evaluated on (B)(4) 2012 using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator nor electrode anomalies; and not with multiple electrode anomalies as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).